Event description:
The frontrunner x39 was used to attempt to open a proximal to mid right coronary artery (rca), just after the first bend. There was a vessel perforation with tamponade in this highly calcified lesion. The physician thought he was through the chronic total occlusion, but when he injected dye, he saw it was a perforation. A pericardiocentisis was performed and no surgery was required. The pt did fine and was discharged home the next day with no further seque-tor. The frontrunner x39 was used to attempt to open a proximal to mid right coronary artery (rca), just after the first bend. There was a vessel perforation with tamponade in this highly calcified lesion. The physician thought he was through the chronic total occlusion, but when he injected dye, he saw it was a perforation. A pericardiocentisis was performed and no surgery was required. The pt did fine and was discharged home the next day with no further sequelae.